Event description:
A customer contacted beckman coulter inc. (Bci) stating that they have a leak from right side of the unicel dxc 600 pro synchron clinical systems and that cartridge chemistries (cc) side is getting level sense errors. No injury was reported on this issue.

Manufacturer narrative:
Customer could not determine where the leak was coming from, but hydro area is dry. A field service engineer (fse) inspected the instrument and found clear leak under the instrument. The fse replaced waste valves and verified operations. The issue has been resolved.